Event description:
It was reported that during a gastric bypass procedure, during the middle of the case the surgical tech noticed that the white pad was missing from device intraoperatively. The surgeon look for the white pad, and he took the white pad out. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.